Event description:
It was observed that during the device evaluation, the duodenovideoscope had white foreign objects in air water cylinder (tube) and within the air water channel. In addition, corrosion was noted at the distal end (z-block) area. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a probable cause of the malfunction white foreign objects at the air water cylinder (tube) and within the air water channel, and corrosion at the z-block could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.